Manufacturer narrative:
The product has not been received for eval and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.